Event description:
It was reported that during routine device follow up, this pacemaker exhibited oversensing and pacing inhibition of greater than two seconds on the right ventricular (rv) channel. Additionally, isometric maneuvers were performed and unable to reproduce the reported observations. Subsequently, the device was reprogrammed and chest x-ray was performed. At this time, the pacemaker system remains in service and there were no adverse patient effects reported.